Event description:
The customer reported that the bellavista 1000 us shows alarm 224 "mismatch between delivered and measured fio2". At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the root cause of the reported issue was most likely related with eol (end of life) o2 sensor depleted. Oxygen alarms (151 - ""o2 concentration low"" and 224 - ""mismatch between delivered and measured fio2"") were triggered due to a depleted oxygen sensor. A two-point calibration failed due to a too high drift. The fio2 calculation value based on the flow feedback calculation was always close to the setting. This means that the alarms were based on the oxygen sensor monitoring only. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.